Manufacturer narrative:
Additional information: manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The heartmate 3 lvas IFU lists cardiac arrhythmia and renal dysfunction as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 1 day. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2017 that the patient had cardiac arrhythmias. Supraventricular tachycardia (126 beats per minute) and atrial fibrillation (130-190 bpm). Treaded down to 104/76 to 84/69 mmhg. Amiodarone started with bolus 150 mgx2 and drip at 1 mg/min. From (B)(6) 2017 patient went in and out of atrial fibrillation/supraventricular tachycardia and sinus rhythm. Repeat amiodarone bolus 150mg IV given (B)(6) 2017. It was reported that the patient had pulmonary edema (B)(6) 2017. About 24 hours post extubating on pod 1 patient had increased oxygen demands. Albuterol neb 4x day. Chest x-ray (cxr) was wet with pleural effusions not quantitated. High flow nasal cannula 10l started (B)(6) 2017, chest x-ray (B)(6) 2017, worse pulmonary edema and pleural effusions (note patient has oliguria as well) creatinine 1.4, lasix drip started 10mg/hr. On (B)(6) 2017 lasix upped 15mh/hr. On (B)(6) 2017 chest x-ray same nephrology consult crrt started cr 3.3 lasix gtt stopped cr trended down on crrt. On (B)(6) 2017 lasix 160mg/hr IV given uo 730 cc. Cr 1.0 pressor off. On (B)(6) 2017 diuresis and crrt and continued with improving. On (B)(6) 2017 chest x-ray, positive airway pressure CPAP used night. On (B)(6) 2017 crrt stopped up increasing. On (B)(6) 2017 nephrology signed off and okayed use of lasix as needed. On (B)(6) 2017 changed to nasal cannula and amiodarone weaned and discontinued. On (B)(6) 2017 nasal cannula was discontinued to room air. Patient tolerated well. No further information was provided.